Event description:
It was reported that the patient had undergone an unrelated surgical procedure that coincided with observed magnet exposure. The battery depletion message was cleared and monitoring will be continued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. Analysis of device memory noted the battery depletion message was recorded following many magnet applications and resulted in the device emitting beeping tones. Technical services (ts) discussed the message could be cleared by interrogating the device with a programmer in clinic and the battery should recover if the source if the magnet is removed. Ts also discussed troubleshooting potential magnets in the patient environment. No adverse patient effects were reported. This product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.